Event description:
Catheter was inserted within a tortuous vessel. Upon withdrawal of the catheter thru the sheath, the catheter snapped in the mid area of the body. The physician retrieved the end of the catheter and removed the segment from the pt's vasculature with an artery forceps.